Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited episodes of far r over-sensing, competitive atrial pacing (cap) and inappropriate automatic mode switch (ams). Programming changes were suggested. No intervention was performed and the patient will be further monitored. There were no patient consequences.